Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during infusion, the pump displayed a ¿no disposable¿ alarm, indicating a high-priority condition that interrupted therapy delivery. The patient attempted corrective actions, including the cassette tubing was massaged, tapping it on a hard surface, and reattaching it; however, the issue persisted. There was patient involvement; however, no harm was reported.